Event description:
Caller alleging receiving discrepant inratio values. Patient tested on inratio and received an error qc1h message. Within the hour, she went tot he alb and the result was 15.3. Patient returned home and repeated inratio test receiving 2.9. Time between lab and last inratio reading 3 hours. Patent's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.